Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Product was received for analysis. No new information was provided in the document.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, lot# h840818106, implanted: (B)(6) 2013, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 17-sep-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen at unknown concentration and dosage via an implantable infusion pump for the treatment of intractable spasticity and head/brain injury. It was reported that the patient had pump replacement because of end of life. During replacement, the pump connector was difficult to remove from the old pump so it was removed. The catheter was aspirated successfully and primed after a new pump connector was added. The issue was resolved and patient status was alive with no injury at the time of the report. No further complication was reported.